Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 320 mg/dl. Ketone level was small to moderate. Customer alleged pump did not delivery full amount of basal insulin. Customer was treated in the emergency room with insulin injections. After a few hours, customer left the ER feeling better. Bg was 113 mg/dl. Tandem technical support reviewed past pump data and found that the pump was functioning as expected. Although multiple attempts were made by tandem technical support to discuss the findings with the customer, no reply was received.